Event description:
It was reported that the customer had been having high blood glucose levels. Customer changed his whole set. Customer stated that the last vial had a lot of air bubbles. Customer's blood glucose level was 189 mg/dl. Customer took out the reservoir to check and found there were a lot of air bubbles. Customer stated that the air bubbles are about 1/8" round and there are smaller ones around it, which were not there when he started the reservoir. Customer stated that his blood glucose level was up in the 300's mg/dl earlier today. Troubleshooting was performed and it was found that the insulin was not stored at room temperature. Customer was advised to change the infusion set. Customer mentioned that a couple of weeks ago, his blood glucose level was in the 30's mg/dl. Customer is unsure if his high blood glucose levels have been caused by the air bubbles in the reservoir. Customer stated that he has contacted his health care professional. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.